Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this right ventricular (rv) lead exhibited noise, no capture, high thresholds and poor sensing. The lead was surgically abandoned. A new lead was implanted without issue. There were no additional adverse patient effects reported.